Event description:
Customer reported that he just got out of the hospital; when he was in the hospital his blood glucose level was in the 200 mg/dl range but now he is experiencing high blood glucose of 300, 400 and 600 mg/dl. Detailed on the hospitalization was not obtained as the customer was not wearing the insulin pump. He is on manual injections and has been off the insulin pump for 2 and a half years. Customer stated that he was hospitalized 11 times for high and low blood glucose back in 2011; he reported only one of the events. Customer was taken off the device by his doctor on (B)(6) 2014. He also stated that he experienced low blood glucose of 31 mg/dl on (B)(6) 2014 and his son didn't know how to treat with glucagon; the paramedics where called and blood glucose was 24 mg/dl. Customer wishes to get back to insulin pump therapy and requesting training for him and his family. Current blood glucose value is 318 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.